Manufacturer narrative:
This occurred in october 2017. (B)(6). The device was manufactured march 7, 2017 ¿ march 8, 2017. Four (4) samples were received for evaluation. Visual inspection revealed that the housing of all four samples had been dented. The dent was caused by a physical force exerted on the side of the housing. The reported condition was verified. The cause of the issue was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing of four (4) extra-large volume intermates was malformed. This was noted before use. There was no patient involvement. No additional information is available.